Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 40 mg/dl confirmed by sensor and fingerstick, felt unable to speak well, and then recovered, with current glucose later documented as 128 mg/dl; the cause of the hypoglycemia was unclear, and the user self-treated with oral glucose prior to planning follow-up with a healthcare provider. Symptoms included cognitive impairment and difficulty speaking consistent with neuroglycopenia during the low glucose episode. Outcomes included transient functional impairment with recovery after treatment and no hospitalization. Investigation included review of available event details and attempts to contact the reporter for additional information. Investigation of this case revealed no confirmed device malfunction based on the information provided. It was concluded that the event was consistent with hypoglycemia of unclear cause with user recovery after oral carbohydrate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.